Event description:
The stryker micro sagittal saw was sent in for eval because a black substance was coming out of the blade area during a procedure. Another device was used to complete the procedure, no adverse consequence was reported.